Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown. Laboratory analysis summary- device photograph(s) for the device related to the reported event of capsular contracture, crease/folding of implant and calcification was reviewed on march 24, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: not observed. ¿ crease/folding of implant: crease fold observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Later, healthcare professional reported "recurrent cap con baker iii" and calcification. Rga received reporting surgical observation of "creases". The device was explanted, replaced, and will not be returned.